Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported there is discoloration of the screen in the upper right corner of the touchscreen. Customer stated that blood glucose (bg) levels were not affected, but did not provide bg reading. Reportedly, customer will continue using current pump for insulin therapy.